Event description:
Customer reported she was having high and lows all day. Customer stated she had kidney pains, numbness in her hands, blurry vision that gotten worse. Customer was advised to see her doctor and go to the hospital because she was feeling sick from ketones. Customer was advised to call us after hospitalization to document and possibly document troubleshooting. Customer's blood glucose was 257 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-41728.